Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the suspected peritonitis event. The suspected peritonitis event was manifested by abdominal pain, cloudy effluent and vomiting. The patient was treated with unspecified antibiotics injections (dose, route and frequency not reported). At the time of this report, antibiotic therapy was completed, however it was not reported if the patient had recovered. Action taken with pd therapy was not reported. No additional information is available.